Manufacturer narrative:
The pump has been returned and evaluated by product analysis on [pa date testing completed] with the following findings: the pump powered up to a dim and pink display. The battery compartment was cracked below and above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim and the battery compartment was cracked. This report is made based on results of investigation completed on 28-nov-2018.